Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a lead breakage. During the removal of a drg lead, a fragment of the lead broke off and still remains in the patient. The patient may undergo surgical intervention to remove the fragment.